Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited signs of premature battery depletion. Technical services (ts) reviewed the data and confirmed pbd with power consumption increasing abnormally. Ts advised that the replacement interval end on 12-july-2026. Currently, this device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Analysis of the device data found higher-than-expected power consumption, consistent with premature battery depletion. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited signs of premature battery depletion. Technical services (ts) reviewed the data and confirmed pbd with power consumption increasing abnormally. Ts advised that the replacement interval end on (B)(6) 2026. Currently, this device remains in service and no adverse patient effects were reported.